Event description:
A report was received that when the patient was trying on clothes, she experienced pain in the mid back. The patient¿s lead and clik anchor were very near the skin level, and it was confirmed through fluoroscopy. The patient was prescribed nonsteroidal anti-inflammatory drugs (nsaids).

Event description:
A report was received that when the patient was trying on clothes, she experienced pain in the mid back. The patient¿s lead and clik anchor were very near the skin level, and it was confirmed through fluoroscopy. The patient suffers from anorexia and had weight loss making the clik anchor bothersome to the patient. The patient was prescribed nonsteroidal anti-inflammatory drugs (nsaids).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
.